Event description:
Complainant alleged that the medics were attempting to monitor a pt (age and gender unk) in respiratory distress, but that they were unable to get an ECG display on the monitor screen in leads 1,2 and 3. In addition, the device screen displayed an "ECG lead off" message. The medic then wiggled the ECG cable and rec'd a momentary ECG display in lead I only. The medics then swapped cables, but again did not receive and ECG display in any of the three leads. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.